Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/a33 test and motor error alarm occurred during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery and stated she was unable to rewind. Blood glucose value was 212 mg/dl. The customer confirmed that the insulin pump was not bumped or dropped, the drive support cap appeared normal and stated the device was not exposed to a magnetic field. During troubleshooting, the insulin pump passed the displacement test. The customer was assisted with performing rewind and prime and no motor error alarm occurred. The device then asked for a second rewind and the customer received a compromised force sensor system alarm and insulin squirted out of the tubing during prime. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.